Event description:
I recently became aware that philips issued a voluntary recall with the instruction to discontinue use of my particular machine. Unfortunately, since I have severe sleep apnea and cannot sleep without it. If I do not use it, the following day I am in a fog and after several days I am totally incompetent. I have been advised that stopping the CPAP machine could additionally affect my heart functions, possibly death, but continuing could cause skin cancer and other skin conditions, i.e, skin peeling ¿ both of which I have had in the past three years. Most recently, I have had a portion of my nasal skin removed and a skin graft from behind my end was used to cover the nasal area. My eyelid began peeling and went on for several weeks. Both of these happened within a few months before the announcement of the recall was issued. I chose the lesser of 2 evils and have continued to use the machine. Just for info purposes, I see a dermatologist every 6 months and have done so for years. The recall was handled, in my opinion, in a most haphazard fashion. The company, itself, stated that they became aware of the problems months ago, yet they issued a recall just a few weeks ago without having set up a procedure to register the machines affected. They did so a few days later and I registered on that first day. Other than a confirmation number I have heard nothing and no one ¿ physician, dme, or the philips call center can give any information, other than what has already been put out. Additionally, the information sent to the physicians and dme¿s were obscure about how long it would take to replace/repair the machines potentially putting thousands of lives at risk. My question is: what is the FDA doing about this? Can they investigate what¿s going on? Why weren't they involved in the first place? I understand that the pandemic has slowed things down vis- à-vis manufacturing, etc, but ongoing current info disseminated to users would alleviate the concerns of those with life threatening conditions requiring these machines. Your help would be greatly appreciated. Thank you in advance.